Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a non-penumbra microcatheter. During the procedure, the physician made several attempts to shape a ruby coil in the target vessel. During one attempt, the ruby coil unintentionally detached in the microcatheter and was partially protruding into the vessel. Therefore, the ruby coil and microcatheter were removed together, and the coil was flushed out of the microcatheter on the back table. The procedure was completed using the same microcatheter and two ruby coils. There was no report of an adverse effect to the patient.